Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (1g every seventh day, route and duration not reported) and gentamicin (40 mg every day for 14 days, route not reported). On an unknown date, the patient was treated with meropenem (500 mg three times a day, weekly, route and duration not reported). Dianeal therapy was ongoing; however, removal of the pd catheter was planned. At the time of this report the patient outcome was unknown. No additional information is available.